Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black stuff coming out of the scope during reprocessing. The issue involved an olympus ultrasound bronchofibervideoscope. There was no patient involvement.